Event description:
It was reported that the patient presented for in-clinic follow-up with elevated capture threshold exhibited by the right ventricular lead. It was determined that the lead had dislodged. The lead was explanted and replaced. The patient was stable.